Event description:
It was reported that patient underwent a carpal tunnel procedure utilizing a security blade on (B)(6) 2013. During the procedure, the blade would not fit into the trochar. The surgeon attempted to use a second blade from the same lot without success. Another blade was available to complete the procedure; however, a delay greater than thirty minutes occurred as a result.

Manufacturer narrative:
A review of manufacturing history revealed that one hundred (100) units were released for distribution on (B)(4) 2013. A review of sales history in conjunction with complaint history confirms that a majority of the lot has been released for distribution with no other reported issues. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Decision was made to recall based on a supplier issue that was determined as part of an internal investigation. (B)(4).